Manufacturer narrative:
Additional information received from the user facility on march 10, 2016 stated that the filter was changed and continuous veno-venous hemofiltration (cvvh) was restarted without issue. There was no known or suspected injury to the critically ill patient. Nxstage medical considers this report closed. No additional information will be provided.

Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the lot was reviewed and it was released for distribution having met all product design, quality and product criteria. No defects were found during incoming inspection of this lot. The system performed as designed to alert the user cartridge leak. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received via a user facility medwatch regarding a critically ill intensive care patient who experienced an unspecified medically important event during cvvh treatment. The reporter stated a leak was noted coming from the back of the device. The system alarmed to alert the user and treatment was ended.